Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited non-capture at maximum outputs and oversensing with pacing inhibition. As a result, the patient was admitted into the hospital due to syncope. There was no evidence of noise, there were no recent falls/trauma/surgery, and battery power consumption appeared normal. Inhibition of biventricular (biv) pacing was observed more frequently in ddd than vvi. The left ventricular (lv) threshold measurement was 1.7 v @ 0.4 ms and the rv threshold measurement 0.9 v @ 0.4 ms. Device testing was conducted from lv4 to pg to isolate the rv from the lv, and paced lv only at maximum output with inhibition. Upon further review, the rvsense (rvs) aligned with atrial sense (as) when inhibiting, likely due to crosstalk oversensing of p-waves from the distal coil. Pacing inhibition was also observed with right arm movement, and was marked as ventricular fibrillation (vf). The rv lead appeared to be the issue, as rv-based timing resulted in lv pacing inhibition regardless of the lead configuration. The crt-d was reprogrammed to electrocautery mode to ensure pacing. As a result, there were no more asystole episodes, and the patient was on external telemetry for defibrillation, if needed. Two days later, this crt-d was explanted and replaced with no reported issues, and the rv lead was surgically abandoned and replaced. Fluoroscopic imaging and visual inspection of the lead were unremarkable. No additional adverse patient effects were reported, and there were no further issues after the system revision was completed.